Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Correction: device lot number originally reported as 16351899 changed to 16331679. Device expiration date originally reported as 09/02/2016 changed to 08/22/2016. Device avail. For eval originally reported as no changed to yes. Device returned to MFR. Originally reported as no changed to yes. Device manufactured date originally reported as 09/04/213 changed to 08/26/2013. Device evaluated by manufacturer: a visual examination identified solidified blood and contrast in the inflation lumen and balloon. There was also blood in the guidewire lumen. The device was returned in two pieces; the hypotube was broken 67cm from the strain relief. There were multiple hypotube and shaft kinks noted. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, shaft fracture occurred. The target lesion was located in a unspecified stenosed vessel. During advancement of the 2.75 x 15mm nc quantum apex catheter the physician felt small click on the shaft while inside the guide catheter. The physician was able to remove both sections of the catheter from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, shaft fracture occurred. The target lesion was located in a unspecified stenosed vessel. During advancement of the 2.75 x 15mm nc quantum apex catheter the physician felt small click on the shaft while inside the guide catheter. The physician was able to remove both sections of the catheter from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.